Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector is experiencing an issue as, upon insertion of the set, the device alarms and indicates detection of an air bubble. Per reporter, an attempt was made to pinch the tubing immediately but the issue persists. Reporter stated the problem initially occurred on power-on and intermittently during set-up. The device displays an air detector clamp alarm accompanied by a red indicator light.

Manufacturer narrative:
D3 was updated. D7b- initially this field was mistakenly populated; it should remain blank. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.